Manufacturer narrative:
(B)(4).final analysis found that the insulation was abraded at 46.0-47.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the asymptomatic patient presented in clinic for device change out procedure. Upon interrogation, the right atrial lead exhibited low impedance. The lead was explanted and replaced during the change out procedure. The patient was in good condition.